Event description:
It was reported that while using bd veritor¿ sars-cov-2 and flu a+b 16 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Eua# 203152. The following information was provided by the initial reporter: " he got 16 flu a pos results"

Manufacturer narrative:
H6: investigation summary this statement summarizes the investigation results regarding the complaint that alleges 16 out of 30 false positive results when using kit (rapid detection of sars-cov-2 & flu a+b (material # 256088), batch number 1189936. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The root cause could not be identified. A trend analysis for false positive results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10

Manufacturer narrative:
The following fields were updated with corrected information: d2: product code: qmn; common device name: not classified.

Event description:
It was reported that while using bd veritor¿ sars-cov-2 and flu a+b 16 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: " he got 16 flu a pos results".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor¿ sars-cov-2 and flu a+b 16 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: " he got 16 flu a pos results".